Event description:
Boston scientific received information that this atrial lead displayed high out of range impedance measurements and loss of capture. It was thought this lead may be damaged or fractured due to subclavian crush. An x-ray did not reveal any lead issues. A lead revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.